Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had to be taken to the emergency room due to high blood glucose. Customer had gotten food poisoning the night before and had gotten very sick. Customer caused became delirious and she was not able to properly operate her insulin pump. Customer did not realize her reservoir was low on insulin; she couldn't hear the alarms. There are two low reservoir alarms in the alarm history. Customer's husband did not know how to change the set and was also unsure on how to give a bolus dose. Blood glucose value was 640 mg/dl when the emergency call was made. It was stated that the customer was treated with insulin drip and released later the same day and her insulin pump has worked fine since. Nothing further reported.